Event description:
The account reported the brakes would not hold. The stretcher is located in the repair shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the brake casters are worn. .a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced all brake casters to resolve the issue. Based on this info, no further action is required.